Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that the patient presented to the emergency department with complaints of dizziness and headache. The rv lead was again noted with oversensing with elevated short interval counts (sic).

Event description:
It was reported that the patient felt numbness in the left arm. The right ventricular (rv) lead exhibited non-sustained ventricular tachycardia (nsvt) episodes with non-physiologic intervals of oversensing during arm movement. Myopotential oversensing was suspected. Additional follow-up from the clinic disclosed that there was no determination for the patient¿s arm numbness. The device was thoroughly checked and showed normal function. The isolated noise that was previously seen was not reproducible. The oversensing might be related to a muscular issue or possible electromagnetic interference (emi) related to the proximity of the patient to the electronic security system within the prison cell. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. 5 episodes of rv oversensing observed in s2d. Lead impedance is within range. Concomitant product: 5071-53 lead, implanted (B)(6) 2006, 407652 lead; 5866-38m adaptor, implanted (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead exhibited high pacing thresholds. Reprogramming was done for rv lead sensitivity, and the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a second epicardial rv lead was noted to have rising to high pacing thresholds. The physician chose to replace the epicardial rv lead with an existing rv lead, until the second lead then experienced an occasional non-capture issue. Subsequently, both rv leads were capped and replaced.